Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram error. The patient¿s blood glucose level was unknown at the time of the incident. The customer reported that the unexpected restart alarm recurred after battery change. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit alarmed unexpected restart error after battery change and resets time/date, problem isolated to interface board. Unit passed the rewind test and displacement test. No unexpected external ram crc error alarm noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and stained address/serial number label.